Event description:
It was reported that a patient underwent an lateral episiotomy to help the delivery and natural delivery on (B)(6) 2021 and suture was used. During the procedure, it was checked that the lateral incision wound had no extended crack and was sutured. The suture of the skin was intact without induration. Four days later, the patient came to the hospital to complain of discomfort. After inspection, the suture at the wound broke. Secondary suture was performed after disinfection and cleaning. No additional information could be provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). The following information was requested, but unavailable: was reoperation necessary to remove the suture and re-close the wound? Or was the suture trimmed in physician¿s office? Was there drainage performed? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? According to the feedback of the sales representative, all the above answers are unobtainable.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/11/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure lot qhbllhq0 is invalid. What is the correct lot number, if available? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Was there any precipitating stress factor for the suture breakage? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please provide the patient's demographic information including weight, bmi at the time of index procedure. Lot qhbllhq0 is invalid. What is the correct lot number, if available? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Was there any precipitating stress factor for the suture breakage? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Additional information was requested and the following was obtained: the sample isn't available for return.